Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthrough, guide cath: autobahn. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the multi-link 8 and multi-link 8 coronary stent system (css), instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. The IFU also states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery with mild tortuosity, moderate calcification and 90% stenosis. A 2.75x18mm multilink 8 stent delivery system (sds) was advanced multiple times toward the target lesion and failed to cross multiple times due to the anatomy. A balloon was used to further dilate the lesion but still the multilink would not cross. The device was removed with resistance due to anatomy. Upon removal flared stent struts were noted. A non-abbott stent system which successfully crossed and treated the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.